Event description:
It was reported by the sales rep that the device was used during a laparoscopic gastric bypass. On the fourth firing the device only cut halfway through. It also did not have complete staple formation on all staples. There was no complications to the patient. Case was completed using a same like device.